Event description:
It was reported via web self-service that the patient experienced skin reaction. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2025. On 01/05/2025, the patient experienced infection at the needle puncture site. The patient was treated with unspecified prescription IV medication. Attempts to contact the patient for more details were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e2010 needle stick/puncture.